Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that oversensing with shocks was noted via home monitoring. Changes in pacing impedance were detected on same date with an increase from ~500 ohms to over 3000 ohms (sharp rise in impedance). The patient arrived at the emergency after receiving shocks, and is currently hospitalized. The ICD therapy disabled awaiting the doctors decision. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th of march 2025 and 15th of march 2026 recorded an initial stable pacing impedance of 500 ohms with a sudden increase to >3,000 ohms in february until the end of the recordings. Furthermore, a gradually increasing shock impedance from 60 ohms to 75 ohms was recorded. The analysis of the provided iegm episode revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.